Event description:
It was reported that the programmer generated a "serious" programmer error. Follow-up determined that this occurred at boot-up. The service disk was run but the error did not clear. The programmer was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer takes more than 30 minutes to boot up, then boots to an error. Pin reconfiguration was completed and software was reloaded to resolve. It was also noted that the keyboard and keyboard slide were missing and the stylus was missing. (B)(4).